Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the tissue pad was partially separated. Both the probe and the grasping section had contact marks with each other. The manufacturing history was reviewed, with no irregularities noted. This type of those errors and the tissue pad damage is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad was damaged when the user continued to activate output without contacting tissue (including after the tissue already cut). Based on the past similar cases, it was known that the probe and the grasping section had contact marks when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of grasping section. Furthermore, because the probe was subjected to a load, those errors occurred. The instruction manual of the device has already warned as follows; do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.

Event description:
During a lymphoidectomy, the subject device was used. The tissue pad of the device was separated. Unspecified error and probe damage error occurred. The procedure was completed with another device. There was no patient injury reported.